Event description:
The pt reported that in 2009, his glucose measured 12.0 mmol/l (216 mg/dl) when he woke up. He bolused through his infusion device, but his blood glucose continued to elevate to 18.9 mmol/l (340 mg/dl). The pt's mother found that the infusion tubing was separated at the luer connection. She changed the infusion set and bolused through the infusion device. The pt's normal blood glucose level is 8 mmol/l (144 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.